Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
A health care professional reported receiving a reading of 70 mg/dl on an adc blood glucose monitor compared to a laboratory reference reading of 197 mg/dl obtained within 10 minutes.the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.